Event description:
Same case as MDR ID#: 2134265-2013-09310. It was reported that balloon rupture occurred. Vascular access was obtained via radial artery. The 80-85% stenosed target lesion was located in the moderately calcified and non tortuous proximal left anterior descending (lad) artery. A 3.75mm x 15mm emerge balloon catheter was selected to dilate the lesion. Upon first inflation for 11 seconds at 15 atmospheres, the balloon ruptured. The device was successfully removed intact from the patient. A 4.0x15mm nc quantum apex balloon catheter was selected to dilate the lesion however the balloon burst as well. The procedure was completed with a different device and the implant of an unspecified stent. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter with no original packaging or other devices. Multiple shaft kinks were noted and there was blood and contrast in the inflation lumen. Examination under magnification revealed a balloon pinhole and scratches on the balloon 6mm distal of the proximal markerband. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. It was reported that the device was inflated to 15atm which is above rated burst pressure (rbp). The directions for use states; "inflate the balloon slowly to the appropriate pressure to perform ptca or post-dilatation of a stent. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure. If difficulty is experienced during balloon inflation, do not continue inflation; deflate and remove the catheter". The balloon compliance chart within the dfu lists 12atm as the rbp for 3.75 mm diameter devices. The most probable root cause is considered user related. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via radial artery. The 80-85% stenosed target lesion was located in the moderately calcified and non tortuous proximal left anterior descending (lad) artery. A 3.75mm x 15mm emerge balloon catheter was selected to dilate the lesion. Upon first inflation for 11 seconds at 15 atmospheres, the balloon ruptured. The device was successfully removed intact from the patient. A 4.0x15mm nc quantum apex balloon catheter was selected to dilate the lesion however the balloon burst as well . The procedure was completed with a different device and the implant of an unspecified stent. No patient complications were reported and the patient status was fine.